Event description:
It was reported that after release of the first level of the filter, the dome did not open well.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample has not been returned for evaluation as it remains implanted. Films were reviewed ant it was confirmed that dome did not deploy completely, possibly due to small cava. The legs did appear to be deployed properly. Based on the info received, the reported event was confirmed. It could not be confirmed if this was due to pt anatomy. The current IFU (instructions for use) states the following: note: the dome of the filter will normally descend 1-2cm during shape recovery so that its tip will be lower than its actual position in the introducer before unsheathing. If the vena cava is too small to accommodate the fully centered filter dome, the dome may tilt toward the vena cava wall, or assume a spindle or cone configuration. These variations are functionally effective in undersized lumens. In very small vena cava the simon nitinol filter may form a spindle shape if there is not enough room for the dome to form. In some cases delayed recovery of the filter dome shape may be seen on follow-up films.